Manufacturer narrative:
Date sent to the FDA: 09/09/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent simple cytometry and cystoscopy. It was reported that patient underwent diagnostic video laparoscopy, exploratory laparotomy, bilateral salpingo-oophoreotomy and lysis of adhesions due to right ovarian cystadenofibroma, diffuse abdominal pelvic adhesive disease on (B)(6) 2004.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with anterior/posterior enterocele repair & iliococcygeal vaginal vault suspension, due to cystocele, rectocele, enterocele & vaginal vault prolapse. No additional information was provided.